Event description:
It was reported this gastrostomy catheter was successfully placed in a pt with an existing venous line. Later that evening feeding tube was inadvertently connected to the pt's venous line, which resulted in formation on a venous embolus. The venous embolus was successsfully treated. The pt's condition is good and has since been discharged. This device remains in the pt. Therefore, no failure analysis will be available no malfunction of this device was reported. It was indicated inadvertent connection of the feeding tube to the venous line resulted in this event. Therefore the co does not attribute this event to the device.